Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, multiple power supplies were shorted. The cause of the inability to power on is the shorted power supplies. The cause of the shorted power supplies is that high voltage had deviated to low voltage circuitry. The cause of the deviation is liquid contamination inside the unit. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on after reportedly delivering a shock. The patient reported that there was no blue gel present. There is no indication that the lifevest delivered a treatment shock. Gel release precedes a treatment shock during a treatment sequence.